Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that two uphold lite with capio slim devices were used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, for the first device, the dart was unable to penetrate tissue during the deployment on the patient's right side. When the device was pulled out, it was noticed that the dart detached from the suture. The detached piece was then left inside the patent. Subsequently, a second device was opened but the same issue occurred on the patient's left side, except that the dart did not fall off into the patient. Reportedly, sutures of both devices were not tensioned and were left free hanging during the deployment. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that two uphold lite with capio slim devices were used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, for the first device, the dart was unable to penetrate tissue during the deployment on the patient's right side. When the device was pulled out, it was noticed that the dart detached from the suture. The detached piece was then left inside the patent. Subsequently, a second device was opened but the same issue occurred on the patient's left side, except that the dart did not fall off into the patient. Reportedly, sutures of both devices were not tensioned and were left free hanging during the deployment. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
F10 and h6: problem code 2907 captures the reportable event of dart detachment. G1: manufacturing site: although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical 2301 centennial boulevard, jefferson in, 47130 USA. A visual examination was performed on the returned capio slim suture capturing device and mesh assembly. On the capio slim suture capturing device, it was received with the head misplaced, likely by the user. On the base of the capio head, rivets were not secure; therefore, the base of the housing halves were not flush. It is likely that operational factors, such as user handling/technique and excessive force/torqueing resulted in the rivet damage and the resulting capio head separation. The cage of the capio slim suture capturing device was removed for further inspection; the portion of the detached suture containing the dart was not found inside of the cage. On the mesh assembly, no damaged was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the reported complaint of "dart detachment of device or device component." On the blue dilator, the suture was also broken, further in the proximal direction. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for the dart detachment/suture broken is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of "dart detachment/suture broken." Per investigation, it was determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase and no further escalation is required.